Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that she was hit by the soft ball. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump will be replaced.